Manufacturer narrative:
It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-05967. It was reported thrombus occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman® access system (was) and a watchman® laa closure device and delivery system (wds) were used. At an unspecified time, a clot developed on the access system. The wds was in the was when it was noticed. The closure device was not deployed, and it was removed from the patient. The physician aspirated the was. The activated clotting time was 157. Echocardiogram was assessed and the thrombus was no longer seen. The same wds was used to deploy the device. The procedure was completed with successful deployment of a 24 mm watchman closure device. The patient had no neurological deficits and was discharged from the hospital the next day.